Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2022).

Event description:
It was reported that prior to a biopsy procedure, the device package allegedly found to be torn and probe broke especially in the tail end. It was further reported that the outer package was in good condition. There was no patient contact.

Event description:
It was reported that prior to a biopsy procedure, the device package allegedly found to be torn and probe broke especially in the tail end. It was further reported that the outer package was in good condition. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Six photos were provided for review. First photo shows the crack at the distal end of the cover of encor probe. Second photo shows the crack at the distal end of the cover of encor probe. Third photo shows the crack at the distal end of the cover of encor probe. Fourth photo shows the crack at the distal end of the cover of encor probe. Fifth photo confirms the catalog and material number of the product. Sixth photo shows the crack at the distal end of the cover of encor probe. Therefore, based on the photo review, the reported failure breach of sterile barrier can be confirmed as the crack on the device was evident based on the photo provided . Therefore , the investigation of the reported breach of sterile barrier can be confirmed based on the photo provided. A definitive root cause for the breach of sterile barrier could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 04/2022), g3, h6 (method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.